Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty cartridge alarm occurred while the cartridge was not empty. Customer reloaded a new cartridge to address the issue. Blood glucose was 313 mg/dl..